Event description:
It was reported that pump experienced malfunction customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed with correction injection using multiple daily injections, did not require assistance from any third party, and reset pump with guidance from technical support; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and customer acknowledged these instructions.